Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the talent occluder device. The exact size of the device is unknown. The brand name ocl12 has been selected for categorisation purposes. Survey results were from a cardiovascular surgeon in practice using the device for approximately 9 years, who used the device 15 times over that period and 3 times in the last 12 months. During use of the talent occluder, the following complications were encountered: vessel perforation or dissection/intimal flap. It was confirmed that none of these complications had occurred in the last 12 months. It was confirmed that in total this event had occurred 7 times, with 3 noted as related to the device itself and the physician being somewhat concerned. It was noted that it was known this was a potential complication of use of this device as per the IFU and as additional information the physician noted it to be a rigid system. No further information was available or will be provided.